Event description:
As reported to coloplast though not verified, patient was implanted with a coloplast restorelle directfix posterior mesh. Later the patient experienced urinary retention, urinary incontinence and cystocele; vesicare and oxybutynin were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Evaluation result: urinary incontinence and cystocele. Device not returned.